Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in one portion for analysis. Visual inspection of the lead found two full breach insulation degradation exposing the outer coil located adjacent to the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.